Event description:
Cannula was anatomosed to the aorta. The cannula leaked along the length of the hemashield graft. Cannula was ultimately explanted. No adverse events were reported for this pt due to this incident.